Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of lumbar radiculopathy. It was reported that the patient had poor telemetry or no telemetry when recharging. The patient reported a poor communication screen the patient reported that their device was no longer working and was told that it would need to be completely replaced. Patient services reviewed that the battery is expected to last 9 years with proper charging, and the patient stated that it wasn't charging. The patient let the battery die previously. The patient reported that they had issues with the device and knew it was time to charge, but was unable to. Patient services asked for clarification and the patient stated that they got a little "zap" and it gave them a "jolt" to let them know the battery was getting low and needed to be charged. The patient is unsure when they last felt stimulation, but aren't currently receiving stimulation. The patient saw a reposition antenna screen and was not able to connect with other ext ernal devices. No further complications were reported or anticipated. The patient was forwarded to their healthcare provider (hcp) to address the possible overdischarge.